Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to procedural factors due to visualization difficulties due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 degenerative mitral regurgitation (mr), rotated heart and prolapsed posterior leaflet for a mitraclip procedure. During the procedure first clip was implanted on the medial side of prolapsed leaflet. Second clip was implanted on the lateral side. Upon deployment, it was determined that a single device leaflet attachment has occurred and the clip was no longer attached to the anterior leaflet. Additional mitraclip xt was implanted to stabilize the slda. Imaging was difficult. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.